Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The lead was repositioned successfully. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.